Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The metal piece was identified to be a broken plunger component from the anvil assembly. Functional evaluation could not be performed since the instrument was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur after firing the instrument, when the anvil is already tilted. Attempting to close the instrument after firing may apply excessive pressure to the anvil mechanism, specifically to the plunger, leading to breakage. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the anastomosis was performed during low anterior resection double stapling. After the anastomosis, the donut tissue remaining on the anvil was found, and it was noted that there was a metal piece on the donut at the oral side. The part was considered as the one tilting down the anvil head. There was no patient injury.